Manufacturer narrative:
E1: patient country: united kingdom. Patient city: pickering. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced patient had high blood glucose and had symptoms of vomiting, nausea and patient was not admitted as an inpatient for medical treatment and cannula was bent on (B)(6) 2026.